Event description:
A nurse reported that an intraocular lens (iol) was removed and replaced through an enlarged incision during the same procedure due to the haptic adhering to the posterior side of the iol. During this process, a small posterior capsule tear occurred. In a follow up, the surgeon reported the iol did not cause/contribute to the event. The event resulted from the iol being loaded improperly by the scrub tech.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. Both haptics were bent in the gusset and distal region with the anterior surface of one haptic torn or split in the distal area. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaint reported in the lot number. Additional information was requested on 09/01/2009 and 09/17/2009 by phone, fax, and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 09/30/2009.